Event description:
During surgery, a light bulb ruptured causing a loud noise which frightened the surgeon and pt. No resulting injury occurred. Contact was made with the medical facilities in which the failure occurred. They reported little use with the light source before the failure. They demonstrated knowledge with respect to bulb replacement. Which is, preventing the lamp to come into contact with exposed fingers as this will cause the lamp to burst as described. They also indicated that the device was placed in such a manner to allow ample air flow through the bottom of the unit for lamp cooling and was plugged into the proper outlet for 110vac.